Event description:
It was reported that the logo fell off, and when the customer pressed back, the driving shaft pushed all the insulin out of the reservoir. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.